Manufacturer narrative:
The customer reported that the multiple patient receiver (org) was randomly experiencing signal loss with all the telemetry packs. Nk tech support called (B)(6) (nk project manager) for more details on the issue: per (B)(6): watkins 1 and watkins 2 are affected. This is first and second floors. All teles will randomly experience signal loss, for several seconds. Not all teles are affected at the same time. Some will go into will go signal loss, while others will work fine. For the first floor, they might experience 10-15 seconds of signal loss. This occurs randomly throughout the day. For the second floor, they experience smaller intervals of signal loss than the first floor. This occurs randomly throughout the day as well. Notes from on-site nk technician: (B)(6) on site and completed the troubleshooting with my assistance. Spot check of rssi noise floor (13 rssi). Test results from sf show rssi (10 rssi) at completion of installation. Sa (spectrum analyzer) first look: lower l noise floor 3 dbuv, signal strength 55-60 dbuv, snr (signal to noise ratio) is over 50 db, noise floor and signal strength are higher on the a-side than the b-side, aac-2's are installed, ps-u2's are installed. Aac settings in closet checked. Configuration shows b,0,0: actual settings 0,0,b, upper l setting corrected so it is now b,0,0. Common point attenuation checked: configuration shows -16 db, this is correct, because noise floor is so high, an additional -10 db was added. (B)(6) is checking all above ceiling aac settings: aac's above ceiling are set correctly. Results: noise floor -3 dbuv (8 rssi), signal strength 40 dbuv (over 15 rssi), snr (signal to noise ratio) is over 30 db, no signal loss being reported by tele techs. Note: low level intermodulation happening on several channels. If problem returns or customer reports continued signal loss, the fix for this would be to have the 100'/100' cable re-pulled to dampen the signal before the aac and aborn power supply's installed in place of the ps-u2. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical devices: the following devices were used in conjunction with the org. Telemetry devices: no models and serial numbers were provided.

Event description:
The customer reported that the multiple patient receiver (org) was randomly experiencing signal loss with all the telemetry packs.

Event description:
The customer reported that the multiple patient receiver (org) was randomly experiencing signal loss with all the telemetry transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) was randomly experiencing signal loss with all the telemetry transmitters. Nihon kohden tech support (nk ts) called the nk project manager for more details on the issue: the first and second floors were affected. All telemetry transmitters would randomly experience signal loss for several seconds. Not all telemetry transmitters were affected at the same time. Some would go into signal loss, while others would work fine. On the first floor, they might experience 10-15 seconds of signal loss. On the second floor, they experienced smaller intervals of signal loss than the first floor. Service requested / performed: troubleshooting. Investigation summary: as the customer was unresponsive to troubleshooting attempts by nk tech support, root cause cannot be determined. As the customer did not respond to follow up attempts by nk tech support to resolve the issue, it is likely that the issue was resolved by the customer. As such, the issue of signal loss is unlikely related to a design or manufacturing deficiency of an nk device. A CAPA is not warranted. Additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative